Manufacturer narrative:
There was not enough sample to perform serial dilution to rule out hamma or heterophilic interference. The remaining sample was sent to a referenece laboratory for ipth determination. The result was not provided. Siemens healthcare diagnostics is investigating. The limitations section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Event description:
Discordant advia centaur xp ipth results were obtained for a patient sample. The patient sample had a result greater than 1900. The sample was diluted (1:5) and the results were low. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of these discordant ipth result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00183 on august 24, 2017. 08/25/2017 additional information: the physician was expecting a normal ipth result. The only information provided was that the clinical chemistry tests for the patient were normal and no intra-operative ipth was ever ordered. The patient sample was sent to a reference laboratory for ipth testing and the sendout result was reported as the final result. The customer could not find the send out report to provide the test method or result obtained to siemens. The patient sample is not available for in-house testing. Therefore, the cause of the discordant ipth result can not be determined. Siemens cannot rule out a potential unidentified interference in the patient sample . The instrument is performing within specifications. No further evaluation of the device is required.